Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 600 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support agent reviewed the potential inaccurate delivery issues and determined that the basal and bolus deliveries were correct and as programmed. Review of potential bg issues and potential perceived inaccurate delivery issue did not revealed any assignable causes. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed the last basal was delivered one day after the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Typical usage was found in the alarm history. With the returned battery cap and a test cartridge cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.